Manufacturer narrative:
Thermogard xp ivtm system was returned to zoll for evaluation. Visual inspection of the system was performed; it was noted that saline spilled in pump raceway and system case. A review of the event log was performed, tcmid 8 (coolant temp low) and tcmid 5 (coolant diff failure) messages were confirmed. The system passed functional testing, however it failed for tcmid 5 after one day of burn-in test. The customer reported complaint was confirmed. The root cause was determined to be the defective temperature probe; which was then replaced. Also, display head was open to clean up and check for low voltage battery (3.041v), a cable tie at battery holder was tighten. The raceway-system case was cleaned up, system labels were upgraded to current parts revision and control display head firmware was updated to current software version.

Manufacturer narrative:
Device evaluation is in progress. The conclusion is not yet available . A supplemental report will be filed when the investigation has been completed.

Event description:
It was reported that the thermogard console (serial number (B)(4)) displayed system error tcmid: 08 (coolant temperature low) and tcmid; 05 (coolant diff failure) messages during patient use. The error messages occurred at the beginning of the ivtm therapy. Another thermogard was used to continue with the therapy. No troubleshooting was performed to resolve the issue. There was no incident or adverse patient effect reported.